Event description:
A low speed advisory was noted on (B)(6) 2025 at 03:34 with speed noted at 7930 rpm. The log file captured system controller exchange or implant data, and indicated that something may have passed through the pump causing the low speed advisory. Additional log files were submitted on (B)(6) 2025 which revealed no further unusual events in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be submitted under MFR# 2916596-2025-04394.